Event description:
It was reported that the burr became stuck on the rotawire. Vascular access was obtained through the femoral artery. The 95% stenosed, eccentric target lesion was located in a severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr and a rotawire were selected for use. Towards the end of the procedure, it was noted that the burr was locked with the rotawire. Dynaglide mode was activated and the whole system was removed. A different device was used to complete the procedure. The procedure was finished without complications and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the wire was able to be removed from the burr catheter with little restriction. There are numerous kinks along the body of the wire. The wire is broken/separated 327.5cm from the proximal end of the wire. The distal end of the wire and floppy tip were not returned. A dimensional inspection revealed that the outer diameter (od) of middle of the device and od of proximal section were within its specification. However, the overall length and od of distal tip were unspecified due to device tip was separated.

Event description:
It was reported that the burr became stuck on the rotawire. Vascular access was obtained through the femoral artery. The 95% stenosed, eccentric target lesion was located in a severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr and a rotawire were selected for use. Towards the end of the procedure, it was noted that the burr was locked with the rotawire. Dynaglide mode was activated and the whole system was removed. A different device was used to complete the procedure. The procedure was finished without complications and the patient's condition was stable.